Manufacturer narrative:
(B)(4).   Patient weight unknown / not provided. PMA/510(k) number: k011028, k013227.

Event description:
It was reported that doctor reported fracture of the internal hex of the implant and was removed. Another implant has been placed in order to complete the procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was returned for investigation. Visual evaluation of the as returned product identified damaged internal hex and bone residue around the external threads due to usage. Damage was also observed around the external threads possibly due to the removal process. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing was not preformed due to the nature of the device and event. Pre-existing condition noted on the per was 'high bone density ¿ type I'. The implant was intended for an unknown tooth location. X-ray & picture evaluation: x-ray or picture image was not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. DHR review: DHR review for the lot (1238753) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1238753) for similar events (complaint category keywords: functional: damaged drive feature) and no other complaint was identified. Post market trending review: july post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed